Event description:
It was reported that the patient underwent a hip arthroplasty on (B)(6), 2014. While the surgeon was impacting the implant the inserter fractured in the acetabular cup. The fractured piece remains in the cup in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to likely be due to improper positioning/alignment.